Event description:
Consumer stated that the rpa450-1 patient lift will not stay up. It will start to lower immediately. No patient was in the lift, was a test lift.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.